Event description:
A peritoneal dialysis patient called in for assistance in switching over to drain. A review of the patient's treatment data on the cycler showed an overfill. See scanned table. The reported drain volume of 4485 ml was 214% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention as a result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.